Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("excessive bleeding") in a 37-year-old female patient who had essure (batch no. 58213(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, depressive disorder since (B)(6) 2011, abdominal discomfort since (B)(6) 2011 and insomnia. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 to (B)(6) 2009 for birth control. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain / loss specify which one: weight gain"), alopecia ("hair loss"), depression ("psychological or psychiatric problems condition: depression"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle") and dyspareunia ("dyspareunia"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent a hysterectomy and removal of essure device, salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, alopecia, depression, fatigue, migraine, headache, abdominal pain, back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, menstrual disorder and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. On (B)(6) 2009: hysterosalpingogram - confirmed satisfactory placement of both essure coil and full occlusion of both tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, migraine, depression. Most recent follow-up information incorporated above includes: on 9-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive bleeding") and pelvic pain ("severe pelvic pain / pain") in a 37-year-old female patient who had essure (batch no. 58213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, depressive disorder since (B)(6) 2011, abdominal discomfort since (B)(6) 2011 and insomnia. Concomitant products included medroxyprogesterone acetate (depo-provera) from august 2008 to february 2009 for birth control. On (B)(6) 2008, the patient had essure inserted. In november 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain / loss specify which one: weight gain"), alopecia ("hair loss"), depression ("psychological or psychiatric problems condition: depression"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle") and dyspareunia ("dyspareunia"). The patient was treated with surgery (on (B)(6) 2016, plantiff underwent a hysterectomy and removal of essure device, salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, pelvic pain, weight increased, alopecia, depression, fatigue, migraine, headache, abdominal pain, back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, menstrual disorder and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. On (B)(6) 2009: hysterosalpingogram - confirmed satisfactory placement of both essure coil and full occlusion of both tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, migraine, depression. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding vaginal, abnormal bleeding menorrhagia, psychological or psychiatric problems condition: depression, migraines, headaches, hair loss, weight gain / loss specify which one: weight gain, pain. Lot number, concomitant disease, historical drug were added. On (B)(6) 2018: medical records received. Reporters added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), dyspareunia ("dyspareunia"), back pain ("back pain"), abdominal pain ("abdominal pain") and fatigue ("fatigue"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent a hysterectomy and removal of essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, dyspareunia, back pain, abdominal pain and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2009: hysterosalpingogram - confirmed satisfactory placement of both essure coil and full occlusion of both tubes. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.